Event description:
It was reported the patient turned his deep brain stimulation (dbs) system off and back on to show a friend who was a doctor. The patient experienced a slight shocking feeling when he turned the device back on but it was ¿tolerable.¿ the patient was told he could leave his system on at all times.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3387s-40, lot# va02s0t, implanted: (B)(6) 2012, product type: lead; product ID 3387s-40, lot# va02s0t, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the health care provider (hcp) was unsure of the cause of the shocking. It was noted that the patient had had no further problems with the shocking feeling. It was noted that the patient did not require hospitalization and had no injury.